Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed, highly calcified and located in the mid right coronary artery. The patient had a low ejection fraction, and a ventricular assist device was used during the procedure. The lesion was treated with the oad using three passes on low speed. When the oad was removed, a perforation was noted. Balloon angioplasty was performed and a stent was placed to resolve the perforation. The patient was stable following the procedure.